Event description:
A customer stated that the coulter prepplus 2 system did not alert upon aspirating from an empty reagent vial. The issue was discovered upon review of the results from the fc500 analyzer. No erroneous results were reported outside of the lab. There were no reports of death, injury or effect to patient treatment.

Manufacturer narrative:
Data was requested but not provided for the investigation. The customer stated that the cd45-ecd and cd7pe reagents were not added to the sample that was run on the cf 500 instrument. Beckman coulter instructs the operator to "check that each reagent container contains at least the volume listed on the work-list (plus an additional 10% of the full volume of the container to account for dead volume)." The instrument is currently performing within qc specifications with respect to controls and reproducibility. Service verified repair per established procedures; results meet published performance specifications. System validation is documented in customer qc record.